Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, infection, discomfort, inflammation, and difficulty ambulating. It was also alleged that patient was found to have an abscess, as well as necrosis. Update: 7/15/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update 10/26/16 pfs and medical records received. After review of the medical records for MDR reportability, after review of the medical records for MDR reportability, the revision operative note indicated the patient was revised on (B)(6) 2007 for infection. All implants were removed and beads were placed. The patient went back to the operating room on (B)(6) 2008 and prostalac was placed. The patient was reimplanted on (B)(6) 2008. The cup, stem, and hole eliminator are now being reported as infection as alleged and confirmed. Part numbers are being updated. The complaint was updated on:11/15/2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).